Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The down arrow and ok keypad buttons were intermittently responsive during testing. The up arrow and contrast keypad buttons required excessive force to activate a response during testing. During investigation, the contrast button was observed to be misaligned. All keypad buttons did not spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the up arrow is responding poorly to presses. It was reported that the keypad is intact and the pump is not exposed to water.